Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required maintenance. As per part investigation, it was determined that there was black and orange marks and thermal damage observed on copper strands. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08feb2023 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition was confirmed by the fse and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the hardware test application was executed and all drawers and cubie pockets were tested. A few medications were recovered from between cubies, and any loose front panels were tightened. The back panel was opened and the parts behind each drawer, as well as the drawer railings, were inspected. Parts were replaced and the railings were adjusted. During dchu visual inspection complaint investigation report p/n 353844-01 "assy retractor dwr hh cubie (a)" was received with no physical damage or missing components. "Assy retractor dwr hh cubie (b)" was received with no physical damage or missing components. "Assy retractor dwr hh cubie (c)" was received with black and orange marks. "Assy retractor dwr hh cubie (d)" was received with copper strands in contact with adjacent copper strands. "Assy retractor dwr hh cubie (e)" was received with copper strands in contact with adjacent copper strands. "Assy retractor dwr hh cubie (f)" was received with copper strands in contact with adjacent copper strands. P/n 353684-01: was received with no physical damage, fluid ingress or missing components. During dchu testing p/n 353844-01 "assy retractor dwr hh cubie (a)" passed the dmm and hta testing. "Assy retractor dwr hh cubie (b)" passed the dmm and hta testing. "Assy retractor dwr hh cubie (c)" failed the dmm testing due a lack of continuity. "Assy retractor dwr hh cubie (d)" the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. "Assy retractor dwr hh cubie (e)" the testing from dchu was not necessary due to the thermal damage observed on copper strands during the visual inspection. Assy retractor dwr hh cubie (f) the testing from dchu was not necessary due to the thermal damage observed on copper strands during the visual inspection. P/n 353684-01: passed the hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).